Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The indication for the initial procedure was treatment of pelvic organ prolapse. The patient underwent a mesh removal procedure on (B)(6) 2009 and the bladder was punctured and repaired. The patient underwent a mesh revision and removal surgeries on (B)(6) 2010 and (B)(6) 2011 due to pelvic pain, vaginal erosion and dyspareunia. The patient underwent a transvaginal repair of grade 3-4 cystocele using an autologous abdominal wall fascia with donor site in the left upper quadrant of the abdomen on (B)(6) 2011 due to complications following the mesh implantation, including urinary obstruction. (B)(4). Dyspareunia.